Event description:
It was reported that a solid tone was heard from the device during an unk procedure. It was a loud noise that occurred intermittently without an error message. It was also reported that the threaded stud is loose on the device. Troubleshooting was performed by exchanging the disposable product, but the noise continued. They exchanged the handpieces and the system functioned correctly. The case was completed with the second handpiece.

Manufacturer narrative:
Evaluation summary: the handpiece was returned with a loose mount. It was tested on a generator and gave an error code 5. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.